Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated that she gave herself too much insulin. The customer's son gave her (B)(6). The customer was advised to manually deliver that 20 units and monitor the blood glucose and boluses. Customer was advised that max bolus was set to zero and would allow her to deliver any boluses.